Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a superficial femoral artery aneurysm repair procedure. Reportedly, there was no suture present with plunger removal at the 10 o'clock position. Another proglide suture was pre-placed successfully. A third proglide suture was attempted with no suture present with plunger removal at the 2 o'clock position. Another proglide suture was pre-placed successfully. The sheath was upsized to a 12f and the aneurysm repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.